Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the electrodes seemed to be faulty during right parotidectomy. The doctor said the machine was beeping irregularly. The surgeon disconnected the electrodes from the white box and plugged back in. When that did not work he removed the electrodes from the patient and applied a new ones which worked fine. There was 5 minutes delay. There was no patient impact.